Event description:
In 2007, patient received ist ver (l4-l5), ist pedicle screw system (l4-s1 unilateral/ipsilateral), and trans1 axialif (l5-s1). The following month, patient was taken to or with symptoms of back pain. Original surgeon's partner presided. Presence of infection was noted upon opening original incision. Cultures were taken, area was cleaned and irrigated, and antibiotic beads placed. Implants were not closely examined and patient was closed. On four days later, original surgeon reopened patient and examined implants in situ. Original surgeon initially felt that pedicle screw construct (l4-s1) was loose and decided to remove it. During removal only the l4 screw was found to be loose. Original surgeon did not replace the construct, placed antibiotic, and closed. The l4 screw was sent to hospital pathology.

Manufacturer narrative:
The device was not returned for evaluation. As stated in the instructions for use that accompany this device, a contraindication is active infectious process, particularly in or adjacent to the spine or spinal structures.